Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient called insulet to report that he experienced 'blood poisoning' after wearing the pod for 1 day on his arm. When the pod was removed the infusion site was hot, red and inflamed from the arm to the shoulder. The patient's blood glucose levels had raised above 250 mg/dl (exact blood glucose levels were not reported). The patient called an ambulance and was taken to the emergency room at alb fils klinikum gmbh- klinik am eichert in eichertstrasse 3, 73035 göppingen, germany. At the hospital he underwent a procedure to the open the infection and remove the pus that was build up. The patient was diagnosed with blood poisoning and was prescribed amoxicillin / clavulanic acid amoxiclav 3x per day as well as ibuprofen. The patient was discharged after 2.5 hours. The patient reportedly doesn't remember the name of the doctor that was treating him. Since the infection the patient has successfully applied pods to his abdomen.